Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2023-01026. It was reported that the patient presented with infection and vegetation during in-patient at hospital. The vegetation was visualized with intracardiac echocardiography. The physician explanted the system ¿ implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, and atrial lead. The patient was in stable condition.